Event description:
A pt reported blood glucose results of "37,83,85,100 and 71 mg/dl" with a lifescan meter, performed within 11-20 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision.